Event description:
It was reported that during the procedure resistance was encountered when delivering the subject stent into the microcatheter. The subject stent was confirmed to be in good condition at the time of opening, but at the time of extraction of the thrombus the subject stent was seen to have detached from the delivery wire, remaining within the left middle cerebral artery and part of the integrated carotid artery. The subject stent was removed from the patient by using another stent. A 40 minute surgical delay was observed during this procedure. It was not possible to remove the patients thrombus. No other information is available

Manufacturer narrative:
B2 outcomes attributed to ae - required intervention - corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. Based on a review of the available information, it was stated that greater force was applied to the subject retriever after resistance was experienced when the retriever advanced from the insertion tool and entered the microcatheter, also the patient's anatomy was noted to be moderately tortuous, both of which may potentially have caused damage to the retriever/core wire and may have contributed to the subsequent retriever fracture. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not ne confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. It was also stated that when more than half of the retriever is inserted, resistance is encountered, prompting the specialist to proceed with greater force. An assignable cause of procedural factors will be assigned to the reported retriever difficult/unable to be advanced out of insertion tool and retriever fractured/broken during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure resistance was encountered when delivering the subject stent into the microcatheter. The subject stent was confirmed to be in good condition at the time of opening, but at the time of extraction of the thrombus the subject stent was seen to have detached from the delivery wire, remaining within the left middle cerebral artery and part of the integrated carotid artery. The subject stent was removed from the patient by using another stent. A 40 minute surgical delay was observed during this procedure. It was not possible to remove the patient's thrombus. No other information is available.